Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen and contrast and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 2.2cmm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified proximal right coronary artery (rca). A 4.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, when the pressure was increased to the rated burst pressure on the second inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified proximal right coronary artery (rca). A 4.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, when the pressure was increased to the rated burst pressure on the second inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.